Manufacturer narrative:
The pump was returned and investigated by animas on 7/12/2017: there was a cracked battery compartment and a eeprom failure. Battery compartment is cracked from threads down to the case seal on the side. Returned battery cap is undamaged and able to fit.the pump powers up with auditory and vibration to a blank screen, reported ¿blank screen¿ complaint is duplicated.. Pump¿s cover was removed, u22 eeprom was found cracked. The pump powers up and display just ¿msp¿ instead of ¿msp2¿. Is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is concluded.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.